Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the clips from the er320 were unformed when fired. The procedure was completed with another er320. There was no consequence to the pt.